Event description:
It was reported that the customer had low blood glucose levels of 59 mg/dl. The customer reported multiple unexpected restarts by the insulin pump. The customer also reported needing to reprogram the time and date settings on the insulin pump every time it would restart. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed after battery change, due to connector interface board on voltage leak. Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched case.